Event description:
It was reported that the patient received shocks. External defibrillation was performed. During interrogation, the device was found in backup vvi mode. The patient was then under dnr orders. The family decided to program the device off. The device was restored by entering the etp and downloading firmware, the device was re-interrogated and both hv and pacing therapies were turned off. The patient expired 3 hours after the device was deactivated.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. During interrogation the device was found in backup vvi mode. All data stored in the device was erased. It is believed that the backup vvi was caused by external defibrillation. The analysis indicated the output circuitry of the device was damaged during a high voltage therapy delivery due to lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun